Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ((B)(6) 2012 had hysterectomy) in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and experienced fatigue ("chronic fatigue"). The patient was treated with surgery (hysterectomy on (B)(6) 2012). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the fatigue had not resolved. The reporter considered fatigue and medical device removal to be related to essure. Amendment: the report was amended for the following reason: this is retention case. All the information has been transferred from deletion case (B)(4). References , reporters information and event : chronic fatigue were added. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('(B)(6) 2012 had hysterectomy (B)(6)') in a female patient who had essure inserted. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required). The patient was treated with surgery (yes hysterectomy on (B)(6) 2012). At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.